Event description:
Ambulance personnel were attending a pt that had reportedly been down for an unknown amount of time without CPR. A rhythm analysis was requested and a shock advised decision was rendered. Allegedly the device would not charge. The operator changed the battery and requested a second analysis. The device rendered a no shock advised decision. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's viability.